Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of high blood glucose of level 230 mg/dl. The action taken for the event included change of infusion set. No further information available.